Manufacturer narrative:
(B)(4). Reporter¿s full name, complete address and phone number were not provided. The manufacturing location was unknown. Device manufacture date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a total knee arthroplasty for osteoarthritis, it was observed that a medial collateral ligament injury occurred on the patient while using the saw blade device. According to the report, the injury occurred after inserting the "attune insert" device. It was further reported that the surgeon considered the excessive width of the saw blade device to be the cause of the injury. It was reported that the surgeon selected another insert of a different size to continue the surgery. There was no delay in the surgical procedure. It was reported that the injury on the ligament was repaired and cured during surgery. The condition of the patient post-surgery was unknown. There were no reports of prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.